Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each mfg and inspection operation was performed and indicated complete in accordance with sjm specs and procedures. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.

Event description:
A 6f angio-seal vip was selected for use. The pt was put in a sitting position 6 hours post deployment. The pt then felt a pop at the deployment site and the puncture began to bleed. The pt was kept in the hospital for 1 extra day due to elevated hemoglobin and hematocrit levels.